Event description:
Device malfunction: difficult to remove the rx accunet. Time of malfunction: during the procedure. Symptoms/ae: surgery for removal/endarterectomy. It was reported that during a right internal carotid artery stenting procedure, the physician was unable to retrieve the rx accunet after stent deployment and post dilatation using the rx accunet recovery catheter 2. The filter had caught on the stent struts and the pt was taken to the operating room for endarterectomy repair at which time the physician removed both the filter and the stent. The pt recovered without any neurological deficits. The pt was discharged 2 days post procedure. Though requested, no additional info was provided.

Manufacturer narrative:
Study event. The device was discarded. The lot number was provided. Entanglement of the filter to the stent struts can be affected by numerous factors. If filter basket entanglement or detachment occurs, surgical conversion or collapsing the basket with a second stent should be considered. A review of the finished device lot history record did not reveal any non-conformities that could have contributed to this complaint.